Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. (B)(4).

Event description:
The customer reported that, using an ami 9700 console, a patient was scanned with the device and it gave a less than 3cm reading. The same patient had a chest CT scan done approximately 20 days later and a 5.5cm aaa was found. No harm to patient or user was reported.